Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: the manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed because the issue could not be replicated. No parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera was not working. No additional information provided. No patient was present at the time of the event.